Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from india of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient was hospitalized. The cause of the peritonitis was unknown. A peritoneal analysis was not obtained. On an unreported date, the patient started remedial treatment with fortum and vancomycin. It was unknown if the event of peritonitis had resolved. Dianeal therapy was ongoing. The nurse believed that the event of peritonitis was not related to dianeal therapy.